Event description:
The advocate stated her daughter was admitted to the hospital due to a seizure because her blood glucose dropped. Treatment was not discussed. Although it was not clear what led up to the low blood glucose incident, the advocate suspected the contour next link 2.4 was reading too high because while in the hospital the customer compared her readings to the hospital system, and the contour next link 2.4 read higher: 162 versus 107, 170 versus 112mg/dl. The advocate was advised to return the test strips for investigation. New meter and strips were sent to the customer.